Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120134.

Event description:
Voluntary medwatch form received stated that the lead was explanted due an unspecified product performance issue. No adverse patient effects were reported.